Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017 crts 452506 (con): advised that it would take time but they were already improving. Patient also mentioned having a yeast infection/blood in urine and itching. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.